Event description:
Complainant alleges that a piece of the grasper broke off during laparoscopic cholectystectomy procedure. Surgeon did not retrieve piece from pt; stated that it would not harm the pt.